Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the reducer accessory broke off and fell inside the patient's abdominal cavity. The fragment was retrieved during the same surgical procedure which was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of an image provided by the customer was conducted. The image is consistent with a detached tip from a reducer accessory.